Event description:
It was reported that during a laparoscopic roux-en-y gastric bypass procedure, on the ninth firing the device pushed the tissue forward instead of transecting. It bunched at the distal tip. It resulted in malformed staples. The device did not cut the tissue. Another device was used to cut lateral. The tissue with the malformed staples became a part of the remnant stomach. The surgeon sutured to close and added another staple line lateral to secure the staple line. No patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: on what tissue type was the device used? Normal thickness, not thin at what location on the tissue? Close to angle of hiss. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 9th. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? If so, which product? Unk. Was the instrument fired across or near an existing staple line or clip? Unk. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? The device was fired on tissue indicated for green cartridge.

Manufacturer narrative:
(B)(4). The analysis found that the device was received in good visual condition and with no cartridge reload present. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.